Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed that the patient's right atrial lead exhibited automatic mode switch episodes due to noise as well as high out of range capture thresholds. Programming changes were made. No adverse patient consequences were reported.